Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that, during the case the wire snapped inside the patient whilst the drill was being used. The short piece of wire remained in the patient, and the long piece of wire was then stuck inside the drill and the drill was not able to be taken apart. This caused issues whilst preparing the glenoid as the surgeon was unable to retrieve the small piece of wire inside the patient, but this interfered with glenoid preparation. This caused delays to the case and the first attempt at cementing the implant was not successful. The implant went in during the second attempt.